Event description:
It was reported that the pt had the prostiva procedure in (B)(6) 2010. Following the procedure, the pt's urination returned to its previous flow rate, however, the pt was unable to return to his normal sexual experience as he was unable to have an orgasm. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). No pt code for sexual dysfunction.